Event description:
Boston scientific received information that this local representative contacted technical service in (B)(6) 2010 to discuss safety core. Technical services was informed that during an implant procedure, the physician used electrocautery near the device (in the pocket). The local representative noted that a message was briefly displayed on the programmer screen that stated "interrogating fault". The local representative reported no other issues. The pocket was closed and the device remained inservice. Technical services discussed oscillator deviation faults and power-on-resets. No further intervention (reprogramming or invasive) were reported. The available information suggests that this device remains inservice and no other field events have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.